Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was 97% wrapped in rescue tape secondary to old tears and openings. No further damage was visualized during the clinic visit. The bend relief on both white and black power cables were both torn but there was no visible damage to actual power cable wire underneath. Upon interrogation of the device there was a pump off alarm on (B)(6) 2022 at 4:46 am. There were also multiple low voltage advisory alarms. The log file captured odd strings of low voltage advisories while on battery power. Log file also captured speed drops and pump stops on (B)(6) 2022 which occurred while connected to the mobile power unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not identify a compromise in the driveline that could have contributed to the reported pump stops and low speed events; however, evaluation of the submitted log file confirmed the reported pump-stops and low flow events. Evaluation of the returned driveline confirmed tears in the outer silicone jacket. The submitted log file captured transient low speed hazards including 5 pump stops on 05jul2022 between 04:46:16 and 04:46:36 while the patient was supported by the mpu. Power and flow elevations were also captured on 30jun2022 and 01jun2022. Low flow hazards were captured on 28jun2022, 29jun2022, and 04jul2022 when the flow dropped below the 2.5 lpm threshold. Motor power, flow, and average pi ranged from 3.9-25.0 watts, 1.3-12.0 lpm, and 2.0-8.2, respectively. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, this was not identified through the evaluation of the returned driveline. No other atypical events were captured. A distal-end driveline replacement was performed on 15jul2022 under work order # (B)(4) and approximately 14.75¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were observed approximately 1¿-14.75¿ from the metal connector. Tears in the silicone jacket were observed 2.5¿ and 10.5¿ from the metal connector. Upon removal of the silicone jacket, the bionate layer was unremarkable. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed approximately 2.5¿-4.5¿ and 11¿ from the metal connector. Visual and microscopic inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 23mar2015 under order (B)(4). The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that replacement of the external portion of the driveline was performed on 15jul2022.